Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a implant surgery on (B)(6) 2012, the surgeon finished locking the variable angle (va) screw in the first and second proximal shaft holes. When he set the quick drill sleeve and inserted it in proximal row most styloid hole, the screw passed through the plate. This screw was removed and no screw was inserted in this hole. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The examination of the raw-materials testing certificates and the manufacturing papers for the listed articles showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao-asif specification and with the international standard iso 5832-2ticp. The investigation could not completed; no conclusion could be drawn, as no product was received.